Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior, cracked valve seat diaphragm valve, crease flat and white particles inner device. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.